Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens was inserted into the patient's eye. A central tear was noted, the lens was removed, an anterior vitrectomy was performed and sulcus lens was placed. No additional information has been provided.

Manufacturer narrative:
The manufacturing records for the intraocular lens (iol) were reviewed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. A search on complaints related to the production order was conducted and revealed that no other complaints for this production order were received. No visual test was performed because no sample was received as it had been discarded. The manufacturing record review showed that the product was manufactured according to specifications. There was no product deficiency identified and no further investigation was indicated. The customer's reported event was not verified. The lens met specification prior to release. Labeling review: the directions for use (dfu) provides the physician with the proper usage instructions and guidelines. The dfu was reviewed. Physicians considering lens implantation should weigh the potential risk/benefit ratio for patients with recurrent, severe anterior or posterior segment inflammation or uveitis. Patients in whom the intraocular lens may affect the ability to observe, diagnose, or treat posterior segment diseases. Surgical difficulties at the time of cataract extraction which may increase the potential for complications. A distorted eye due to previous trauma or developmental defect in which appropriate support of the iol is not possible. Circumstances that would result in damage to the endothelium during implantation. Patients in whom neither the posterior capsule nor the zonules are intact enough to provide support for the iol. All pertinent information available to abbott medical optics has been submitted.